Event description:
Additional information received reported the proximal segment of the solitaire pushwire was discarded after the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that revascularization was not achieved during the procedure. The phenom 27 microcatheter tip did not cover the solitaire as the phenom 27 was retrieved after delivery but the guide catheter remained in place to retrieve the solitaire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician used the solumbra technique with the ace 68 and solitaire to retrieve the clot. However, when trying to retrieve the clot after deploying the solitaire in the m2, the distal segment of the delivery wire broke at about 20 mm. It was unknown if there was any resistance, and the pushwire had not been torqued. The whole stent and 20 mm of delivery wire stayed inside the patient from the middle cerebral artery (mca) to the internal carotid artery (ica). Rescue of the stent was attempted with a snare but failed. Eventually another solitaire fr was deployed to cover the delivery wire of the first solitaire to capture it against the ica wall. It was indicated that all devices were prepared as per the instructions for use (IFU), and there was no injury to the patient reported. The patient was undergoing surgery for treatment of ischemic stroke of the mca. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a neuron max 088 sheath, ace 68 guide catheter, phenom 27 microcatheter, sl-10 microcatheter, nds-2 solitaire detachment box and css-2.75-1x (lot no.: b068654), neuroform atlas stent & goose neck snare kit for rescue.